Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing frequent ipg charging. It was also noted that the patient had to continuously turn the stimulation up. The patient underwent an ipg replacement procedure and was doing well postoperatively.